Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator received an error message due to the detection of erroneous parameters in the device programming. No further information was received.